Event description:
It was reported that the patient may be experiencing a recent increase in seizures. It was reported that the patient recently fell and broke 3 teeth. The patient was seen for follow-up at which time it was reported that the device was working properly. The patient was referred for epilepsy testing and no device replacement is planned.